Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove an o-ring from the pneumatic tap and clean the area, after which the original cartridge was successfully reloaded, allowing the customer to resume insulin therapy.